Event description:
It was reported that the patient had difficulty in charging as the implantable pulse generator (ipg) as it had to be charged in an extended period of time. It was noted that the ipg was not lying flat in the pocket, so the physician adjusted the patients pocket. The patient was doing well postoperatively, and the device remains implanted.